Event description:
Customer reported an issue with the panorama telepack which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer will send in telepack for eval. Customer is replaced with new telepack.